Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during the last dwell on a previous therapy. The hp brought the machine in to the registered nurse (rn) due to the alarm occurring in the previous therapy. The rn did not have enough information about the setup for that therapy to determine if there was anything that could have caused or contributed to the alarm. The technical service representative (tsr) advised the rn to review the therapy settings. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.